Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe pain in the right lower quadrant of her abdomen"), cyst ("cysts") and rash ("rashes on abdomen") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, cyst, uterine leiomyoma and rash outcome was unknown. The reporter considered abdominal pain lower, cyst, pelvic pain, rash and uterine leiomyoma to be related to essure. Most recent follow-up information incorporated above includes: on 28-may-2019: plaintiff fact sheet received. Event plaintiff did not undergo confirmation test was added. Reporter information was updated. Plaintiff¿s dob was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe pain in the right lower quadrant of her abdomen"), cyst ("cysts"), uterine leiomyoma ("fibroids") and rash ("rashes on abdomen"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, cyst, uterine leiomyoma and rash outcome was unknown. The reporter considered abdominal pain lower, cyst, pelvic pain, rash and uterine leiomyoma to be related to essure. Most recent follow-up information incorporated above includes: on 1-mar-2018: reporter, new events severe pain in the right lower quadrant of her abdomen, cysts, fibroids, rashes on abdomen were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.